Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device data review, high out of range atrial impedances were observed while values during the office visit were unremarkable. Data was sent for a technical services evaluation so as to determine if this was a true product malfunction or a function of the daily measurements. No intervention to date and no resulting adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device data review, high out of range atrial impedances were observed while values during the office visit were unremarkable. Data was sent for a technical services evaluation so as to determine if this was a true product malfunction or a function of the daily measurements possibly corresponding to atrial fibrillation. No intervention to date and no resulting adverse patient effects. The technical services (ts) data review confirmed variable atrial impedances and noted a direct correlation to the onset of atrial fibrillation (af). It was additionally noted the atrial lead was a non boston scientific product. At the next in office visit, lead integrity testing was recommended however it was the assessment of ts that the root cause was likely vibration from af. To date, this device remains implanted and in service with no adverse patient effects.